Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, twenty minutes into a laparoscopic colon, the jaws were very hard to open, it was applied in a less than 4mm thick of tissue but was able to be pulled off since it opened a little. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found a lot of eschar on the jaw plates and no other defects. The reported condition was not confirmed. The jaws opened and closed normally using the handle. The knife function was satisfactory. Additional functional testing was performed on simulated tissue. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.